Event description:
It was reported that patient had to have their ipg and extensions removed because of infection. The leads were left implanted. Provider wanted MRI information regarding lead only systems. Tech services reviewed information. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2024 brand name sensight; product ID b3400060 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID: b3400060m, lot/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: extension; product ID: b3400060, lot/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: extension: product ID: b3300542, lot/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead; product ID: b32000, lot/serial# (B)(6), product type: accessory; product ID: b3300542m, lot/serial# (B)(6), product type: lead. H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported the leads were exposed. The leads were removed on (B)(6) 2024.

Manufacturer narrative:
Section d10 references: product ID: b3400060m; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: extension. Product ID: b3400060; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: extension. Product ID: b3300542; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: lead. Product ID: b32000; serial#: unknown; product type: accessory. Product ID: b3300542m; serial#: (B)(6); product type: lead. H3. No analysis was performed as the issue was a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial#: unknown, explanted: (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from provider. Stating, that the patient's lead has eroded and "leaked out of the scalp", but it is capped. The patient went to the or on october 24th to have it removed.

Manufacturer narrative:
H3. No analysis was performed as the issue was a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.